Event description:
The customer reported via phone call that she has been receiving no delivery alarms on the insulin pump since 04/29. The customer also reported that the insulin pump has cracks around the reservoir tube treads. Customer's blood glucose was over 600 mg/dl; she treated with manual injection. The customer declined troubleshooting for no delivery alarms. The alarm was resolved by changing the infusion set. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and broken battery tube threads.